Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(4) 2021 insulin pump has blank display and scratched lcd window. Device received with blank display due to components on pcba 2 physically broken/cracked (chip u6). Unable to perform self test and displacement test due to blank. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube and minor scratches on the lcd window. The p-cap/reservoir does lock properly. Confirmed blank display due to components on pcba 2 physically broken/cracked (chip u6) and minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on the screen. It was reported that screen was not going on. It was reported that there was multiple scratches on the lcd screen. Customer reported that they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.